Event description:
Reporter alleged obtaining the results of lo (less than 10 mg/dl) and 451 mg/dl back to back within 10 minutes on the compact plus system on (B)(6) 2011. Reporter stated that he took 8 units of humulin insulin based on the reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.